Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) is not caught in the blood vessel and comes out. There was no reported patient injury. The indicator wire is out, but the button is not pressed. It is not possible to visually confirm whether the plug is loaded into the product due to blood. Additional information was requested but not provided. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection showed the deployment lever was received not depressed, and the guard was not locked. The plug was in the manufacturing position, and the indicator wire was found deployed. No kind of damage or abnormal condition on the indicator wire was observed. A non-cordis catheter sheath introducer (csi) was returned inserted into the received unit. The indicator window was returned in the black/white position. During visual analysis, a kink was observed on the delivery shaft, located 16 cm from the distal tip. Dimensional analysis was performed near the kinked region of the delivery shaft to verify the outer diameter. The measurement obtained falls within specification for a 5f device. A deployment simulation was conducted after locking the guard. The indicator wire was pulled to achieve the black/black position in the indicator window. Subsequently, the deployment lever was fully depressed, resulting in proper retraction of the indicator wire and expected plug deployment. The indicator window then transitioned to the black/white and red position as expected. A high magnification analysis was performed to examine the internal mechanism of the device. No abnormal conditions were observed during this evaluation. The reported event of indicator wire damaged loop was not observed through analysis of the returned device. A kink on the delivery shaft was observed, however, that still did not impede a successful functional analysis. There were no anomalies to the internal mechanism. The guard was received unlocked. Any reported issue with the indicator wire could have been caused due to not locking the guard. However, the exact cause of the event could not be determined. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) is not caught in the blood vessel and comes out / indicator wire is out but the button is not pressed. It is not possible to visually confirm whether the plug is loaded into the product due to blood. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.